Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was rapidly depleting from 35% to 5% within an hour. Despite plugging the pump into a power source, the pump was subsequently unresponsive. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue using the pump for insulin therapy however the customer also has manual injections available.